Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly the patient developed "extreme pain and limited my movement in that area. This requires frequent visits to my doctor."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient underwent fusion surgery in which rhbmp-2/acs was used. Implants used: cannulated screw system was used, using four 5.5 x 50mm screws and two 5.5 x 45-mm screws, as well as 2 titanium contoured rods, and two 14 x 26 mm peek interbody implants packed with mosaic impregnated with rhbmp-2. On (B)(6) 2011, the patient was discharged from the facility.